Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the catheter was returned in two segments. The catheter is damaged at 9.5 cm, 16.5 cm, 43.7 cm, and segments damaged that separated them at 18.5 cm. Spiral slitting occurred throughout the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sub-selector catheter split in half during slitting with an adjustable slitter. The physician was able to reattach to the main stem of the sub-selector with the slitting tool and continued slit. No patient complications have been reported as a result of this event.